Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) multiple times due to blood glucose (bg) levels as high as 418 mg/dl with ketones. Customer¿s bg was treated intravenously with saline and insulin. Reportedly, the customer left the ER five hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed that the pump and related supplies were operating as intended.

Event description:
It was reported that the customer went to the emergency room (ER) multiple times due to blood glucose (bg) levels as high as 418 mg/dl with ketones. Customer¿s bg was treated intravenously with saline and insulin. The customer left the ER five hours later with the issue resolved and no permanent damage. Reportedly, the customer did not complete the cartridge change process which resulted in an incomplete cartridge change alert. Tandem technical support performed a system check and confirmed that the pump and related supplies were operating as intended.

Manufacturer narrative:
Per tandem's user guide: you selected change cartridge from the load menu but did not complete the process within 3 minutes.